Event description:
It was reported that his right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the patient was referred to the facility with a request for the system removal due to infection. No adverse patient effects were reported. The rv lead was explanted.